Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly deployed. Inspection of the device found that the exposed portion of the soft cannula was flattened/kinked. It cannot be determined when or how this damage occurred. Fluid was able to exit the soft cannula despite this damage, and data downloaded from the device showed no timeouts or drive stalls that would indicate a struggle to deliver insulin. No other defects or abnormalities were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours their blood glucose level had rose to over 400 mg/dl. As treatment, the patient applied a new pod.